Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance of greater than 200 ohms. The local boston scientific field representative tested the impedance in different vectors and found that there was high shock impedance when programmed right ventricular (rv) lead coil to right atrial (ra) lead coil, however, normal values were exhibited when programmed right ventricular (rv) lead coil to can. Additional information provided indicates that the system was programmed distal coil to can. There have been no adverse patient effects. The device remains service.